Event description:
A malfunction alarm was reported, identified by a malfunction code, but no notable events occurred beforehand. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.